Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer was overheating, the system fan was not running. Analysis was unable to confirm the display screen had low contrast. Analysis also noted the left keyboard hinge was broken and the hinge bullets were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message indicating that the programmer screen was overheating and the screen contrast was low. The programmer is expected to be returned for service. There was no patient involvement.